Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Maude report received. It was reported that the patient received a left hemi shoulder arthroplasty with a depuy synthes global advantage system involving a 52mm global advantage cocr humeral head and size 8 global advantage standard stem. On 2017, she experienced sudden and new onset of fatigue, dyspnea, confusion, polyneuropathy, balance issues, headaches, tinnitus, vision and hearing issues, word finding issues, tremor/changes in handwriting, mood changes, and difficulty with multitasking. On 2018, she was diagnosed with idiopathic peripheral neuropathy. Fdg pet brain scan done 2018 analyzed with neuroq and neuro-stst/3d-ssp software. Notable for 21 regions of hypometabolism with a total aggregate score of -42.2 and three significant clusters of abnormality in a pattern compatible with chronic toxic encephalopathy. On 2018, her left shoulder was revised. The revision implant was tornier total shoulder arthroplasty with a small pegged cortilock with 25 degrees posterior build-up erosion glenoid cement was simplex with 1 g vancomycin and a 43mm slight eccentric neutral mm thickness tialv alloy head, and an in growth size 1 ascend flex tialv alloy. The humeral stem was revised because depuy did not have a non-cobalt head option. The glenoid had significant posterior erosion but adequate bone remained for resurfacing with the posteriorly augmented cortilock small glenoid. Pathology report of frozen section of left shoulder synovial tissue notable for signs of chronic inflammation including mild to moderate lymphohistiocytic inflammation and dense chronic perivascular lymphocytic inflammation (alval). Cobalt level of left shoulder fluid was 64 mcg/l and chromium level was 78 mcg/l, her blood and urine cobalt levels initially dropped following revision of the left shoulder.